Event description:
The device was returned to the service center with a report from the customer that the lithium battery needed replacement. This does not indicate a reportable malfunction. However, during verification testing at the service center, battery leakage from the disposable batteries were noted in the battery compartment and middle printed circuit board.

Manufacturer narrative:
During testing, battery leakage from the disposable batteries was noted in the battery compartment and middle printed circuit board. The probable cause was due to the disposable batteries. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.